Event description:
A distributor in ireland reported an issue involving a pump that had declared an altitude alarm 21. There was no adverse impact on the customer's blood glucose level, as it remained within an acceptable range during the event. The customer had experienced this issue previously with the same pump. In response, technical support planned to replace the affected pump and confirmed the shipping address with the customer. The pump was under warranty, and the customer was instructed on how to put the pump into storage mode and return it using a prepaid label within ten days. The customer would use multidose injections (mdi) as a backup therapy until the replacement pump arrived.